Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
Attempted to implant a triathlon, but I could not set it because the soft tissue was caught. Used another insert because the wire was disconnected when tried implant again.

Event description:
Attempted to implant a triathlon, but I could not set it because the soft tissue was caught. Used another insert because the wire was disconnected when tried implant again.

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Conclusion: the exact cause of the event could not be determined as insufficient information was provided. Further information such as product return and operative reports are needed to complete the investigation for determining a root cause. No further investigation for this event is required at this time. Not available.